Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's stimulation just spontaneously turns off and the programmer will still indicate that the stimulation is on. The patient said it will take him about 30 minutes to be able to turn their stimulation back on. The rep interrogated the battery and checked the impedances. All impedances were within normal limits. The rep also checked the patient's adaptive stimulation (as) positions and they seemed to be accurate. The patient has one group programmed with as and one without it programmed. The patient stated that he has his issue with his stimulation turning off happening in both groups with and without as. It unknown if there are any contributing factors and it is also unknown if the issue has been resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.